Manufacturer narrative:
Device analysis report attached. This report is submitted on august 13, 2021.

Manufacturer narrative:
This report is submitted on june 29, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report.